Event description:
On 06-dec-2019: follow up information was submitted because result of complaint investigation of the returned used device (1 set) showed that the connection between tubing connector and cannula part was leaking (the click-legs of tubing connector had damages (deformed) and it did not make the click). Based on the result: device, method, result and conclusion codes were updated. Unomedical reference number (B)(4). Event occurred in the united states on (B)(6) 2019, the patient reported that the infusion set's tubing detached at the quick release while the patient was standing and working in the factory. It was the third time that this issue occurred from the same batch since the morning of (B)(6) 2019. The patient's blood glucose level on (B)(6) 2019 at 11:00 a.m. Was 403 mg/dl and on (B)(6) 2019 at 09:30 p.m., it was 551 mg/dl. The site location was patient's right abdomen and the pump was located on the right side. The infusion had been in use for less than a day. Reportedly, the infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to patient's body. No further information available.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2019, the patient reported that the infusion set's tubing detached at the quick release while the patient was standing and working in the factory. It was the third time that this issue occurred from the same batch since the morning of (B)(6) 2019. The patient's blood glucose level on (B)(6) 2019 at 11:00 a.m. Was 403 mg/dl and on (B)(6) 2019 at 09:30 p.m., it was 551 mg/dl. The site location was patient's right abdomen and the pump was located on the right side. The infusion had been in use for less than a day. Reportedly, the infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to patient's body. No further information available.